Manufacturer narrative:
(B)(6). Investigation summary: instrument sedi 40 19-42035 was returned to the manufacturer for service with respect to the reported defect ¿ mixing issue. The instrument was evaluated by visual examination and functional testing and a loose allen screw was found on the mixer shaft. The screw was reseated and the instrument passed all further inspections.

Event description:
It was reported when using the bd sedi-40 there was a hardware / software malfunction for esr instrument. The following information was provided by the initial reporter. The customer stated: the "sedi-40 instrument had issues with the mixing. After the instrument was loaded with samples mixing went on for about 3-4 times and then stopped. The message "mixing problem" was shown at the display. Restarting the instrument did not fix the problem."